Manufacturer narrative:
Concomitant medical products - model: dtbb1d1, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission was sent for a postoperative cardiac resynchronization therapy defibrillator (crt-d) device check. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead had triggered an alert for high pacing threshold. Also noted was a high rate non-sustained episode that displayed oversensing. It was indicated that the patient did have a surgical procedure completed the same date as the noted oversensing. The lead remains in use. No patient complications have been reported as a result of this event.